Event description:
Because of infuse, I have suffered bone overgrowth around spinal nerves causing chronic radiculopathy. I also have an atypical inflammatory reaction. I also have the need for revision surgery due to infuse use which will require a risky removal of ectopic bone around spinal nerves. I had a plif l4-s1 without an lt-cage, making it off-label.